Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-45 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient had dizziness. Upon device interrogation it was found that there was a ventricular high rate episode that revealed noise and subsequent inhibition of pacing on the right ventricular (rv) lead. The rv lead was capped and replaced. Additionally, the atrial lead was found to have low pacing impedance. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.